Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. The evaluation revealed broken teeth on the inner cutting window. Further investigation revealed that the inner and outer window collided. Inner and outer window collisions are typically caused when the end user applies excessive bending/leveraging force on the device during use. Device history record revealed nothing relevant to this event. This is the first complaint of this type for this part/lot number combination. The potential causes of this event are being communicated to the event reporter.

Event description:
Shavings in joint. Surgeon was performing a knee scope and noticed shavings in the joint. He stopped and tried to remove as much as he could but the tiny ones were not completely removed.